Event description:
The user reported annoyance when using the device. Specifically, she reports electric discharge over the coil area when stimulated with the audio processor and also when performing in situ testing and autoart (with max coil). The user also reports at some moments pain near the area of the implant when stimulated. This problem started around 1-2 weeks ago. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to received information, the recipient experienced shocking sensation and pain in the neck and forehead area with the use of the implant system. Diagnostic imaging results could not be made available yet. However, in situ measurements are consistent with a functional device. Therefore, a device malfunction seems unlikely. Based on available information, observed symptoms might be attributable to possible post-operative side effects. Further assessment is being considered by the medical team, though no specific time frame could be yet defined.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported annoyance when using the device. Specifically, she reports electric discharge over the coil area when stimulated with the audio processor and also when performing in situ testing and autoart (with max coil). The user also reports at some moments pain near the area of the implant when stimulated. This problem started around 1-2 weeks ago. As per new information received, the user's access to sound further decreased. She feels annoyance or overwhelmed at some instances; no language has been developed yet. Re-implantation is considered.